Event description:
Bed #1 in winter (B)(6), a patient was in the surgical ICU unit who experienced blood loss secondary to their admitting diagnosis. After the patient was discharged from the room, environmental services cleaned the room and the stryker in touch critical care bed was also cleaned, but the staff continued to smell blood. As the environmental services staff memeber wiped the bed, they noticed that the cloth continued to have blood on it. They unzipped the mattress cover and there was a large amount of fresh blood on the top of the mattress and the underside of the mattress as well.bed # 2 in winter (B)(6), a second patient had bleeding related to their admitting diagnosis. After the patient was discharged from the room, the stryker in touch critical care bed was cleaned but staff members still continued to smell blood. The staff unzipped the mattress cover which revelaed a large fresh blood stain on the mattress and on the underside of the mattress cover.bed # 3 in winter (B)(6), a random check was performed on another stryker in touch critical care bed after a patient was discharged from another ICU room. The staff member unzipped the mattress cover on the bed and visualized multiple dried rings of what appeared to be bodily fluids present on the mattress.the flaking of the matttress is believed to have contributed to these events.======================manufacturer response for bed, in touch critical care bed (per site reporter)======================un=known. In process of removing all 50 stryker critcal care in touch beds from facility.